Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the carelink connect application but it was not working, always shows the carelink server was not available, and try again later. Troubleshooting was performed and the issue was not resolved by force closing the guardian connect application. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application and the device will not be returned for analysis.

Manufacturer narrative:
Investigation/testing summary: after conducting a thorough investigation, we have found that the issue is likely related to the intermediate outage that occurred during that specific time range. Due to its impact on multiple users, the carelink runops team was engaged to troubleshoot the problem. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc."" (Most likely) root cause: a planned change impacted the servers to go into unhealthy state. Analysis summary: the carelink runops team collaborated with the carelink infrastructure team and identified the issue on the application servers caused the system to be down. Esf number: afc code: fb36af configuration issue, inc number: inc10795918, software requirement document number: (B)(4). Client system/application version: carelink personal -> 14.11. Investigation completion date: 14/may/24 11:06 am. Carelink personal -> 14.11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.